Manufacturer narrative:
(B)(4). The lot was manufactured from 12/18/15 to 12/22/15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device was leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.